Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown abdominal plastic surgery on an unknown date and suture was used. Approximately 3-6 months following the procedure, the patient experienced red indented markings where the suture has been placed, described as red wiggly lines. The patient was administered steroids. It was reported the reaction is severe, forming exact red lines that do not fade or go down even over a long period of time and scars are still seen up to 12 months after surgery. It was reported that the patient is unhappy with the appearance of their scarring following the procedure. The surgeon opined it is either an allergy or might be a reaction to the chemicals that are released as the suture is absorbed. It was reported that a biopsy from abdomen noted palisaded necrobiotic granulomata resembling granuloma annulare.